Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that out of range lead measurements and lead fracture on this right atrial (ra) lead were noted during a routine follow up. This lead was not successfully explanted during normal device change out, instead it was surgically abandoned. No adverse patient effects were reported. Additional information received that there was no additional information by physician during implant of the device, only high pacing impedance of more than 3000 ohms and noise in the lead.